Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional check, the reported complaint was duplicated. The latch lock handle is loose. Root cause is unknown. Also, recommended replacing the downstream occlusion sensor due to multiple alarms found in event history log. Loose latch lock was tightened and downstream occlusion sensor was replaced.

Event description:
It was reported that silver latch was loose. No patient injury was reported.